Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An unknown connector block, noted to be most likely from a type of adapter, was returned stuck on the terminal ring of the lead, and the setscrew hex hole was bored out, which was unable to be removed. Dried bodily fluid was noted in the lumen. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that during an attempted implant of this left ventricular (lv) lead, the lead exhibited non-capture despite maximum outputs. The lead was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.